Event description:
No additional information was provided.

Manufacturer narrative:
(B)(6) - supplemental MDR - package poor perforation / slit. Seventy samples were received by our quality team and evaluated. Fourteen strips of five syringes in sealed packages with all the perforations missing. The condition observed is non-conforming per product specification. Potential root cause for the uncut packages defect is related to the packaging process. A notification for this defect was written during the production of this batch. A requalification was performed, and the line cleared of defects. However, it is possible a limited number of pieces with this condition were able to escape detection. These conditions are occurring below their expected frequency so, no corrective action is required at this time.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll eurographics package had a poor preformation / slit. The following information was provided by the initial reporter: customer has received (B)(4) ea of 300912 syringe 10ml ll eurographics which are faulty. They do not have the dotted tear line. Noted before use.